Event description:
The customer stated that she went to the emergency room due to low blood glucose levels. The customer stated that she experienced low blood glucose levels between 30 and 40 mg/dl. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.